Manufacturer narrative:
(B)(4). The investigation is still pending further evaluation from the clinical study engineers. Upon receipt of additional information, this report will be updated.

Event description:
Boston scientific received information that during this cardiac resynchronization therapy defibrillator (crt-d) implant procedure, out of range impedance measurements (greater than 3000 ohms) and no capture were observed in configurations using the e2 electrode. Boston scientific technical services (ts) was contacted for troubleshooting to no avail. Connections were checked during implant and were deemed appropriate. The patient is part of a clinical study and the study engineer recommended an x-ray to verify lead position and a possible air bubble issue or that the spring contact was not engaging. As all other left ventricular (lv) configurations were good, the physician elected to program the device to an e4 configuration and sent the patient home. No further issues have been reported. The field representative provided additional information that the patient's spouse called to report that the patient felt dizzy when standing up. The patient was not concerned of these symptoms, but the spouse was. The patient has not scheduled a follow-up appointment to this date, despite the physician's recommendations to do so.